Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprostheses instructions for use, adverse events which may occur and require intervention include endoleak.

Event description:
On (B)(6) 2016, the patient presented with an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2017, follow-up images identified an distal type I endoleak on the trunk-ipsilateral leg component, aneurysm enlargement was not identified. It was reported the endoleak was caused by disease progression (dilatation). On (B)(6) 2018, the patient was reportedly implanted with a contralateral leg component to treat the distal type I endoleak, extending distally from the trunk-ipsilateral leg component. It was reported the endoleak was resolved. The patient tolerated the procedure.